Manufacturer narrative:
Correction made to a2: date of birth: 6/20/2012 (previously ni) additional information was added to b5, d1, d2, d4, h4, h6. B5: during follow up, it was clarified that a large volume folfusor ¿was not infusing¿. H4: the lot was manufactured from september 26, 2019 - september 28, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intermate ¿was not infusing¿. This issue was identified during a patient infusion. The device was filled with flucloxacillin and was connected to the patient¿s PICC line (peripherally inserted central catheter). There was no report of patient injury or medical intervention associated with this event. No additional information is available.